Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated with the additional information received on july 12, 2023. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report # 3005099803-2023-03778, for the associated device information. It was reported to boston scientific corporation on june 21, 2023, that 2 epic biliary stents were to be implanted in the common bile duct at the hepatic bifurcation to treat a malignant 2 cm klatskin's tumor during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tight and was not dilated prior to stent placement. During the procedure, the first epic biliary stent (the subject of this report) was stuck in the working channel of the scope and could not be advanced. The first stent was removed from the patient partially deployed on the delivery system. A second epic biliary stent (the subject of MFR. Report # 3005099803-2023-03778) was used, however, it was difficult to advance through the scope, and the deployment catheter became buckled and kinked. The second stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different stent. There were no reported patient complications as a result of this event. ***additional information received on july12, 2023*** it was reported that four (4) epic biliary stents were attempted to be implanted bilaterally in pairs at the same time. The first epic biliary stent (the subject of this report) was not able to reach the lesion as it was difficult to advance through the scope. Additionally, the patient anatomy was tortuous.

Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report # 3005099803-2023-03778, for the associated device information. It was reported to boston scientific corporation on (B)(6) 2023, that 2 epic biliary stents were to be implanted in the common bile duct at the hepatic bifurcation to treat a malignant 2 cm klatskin's tumor during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tight and was not dilated prior to stent placement. During the procedure, the first epic biliary stent (the subject of this report) was stuck in the working channel of the scope and could not be advanced. The first stent was removed from the patient partially deployed on the delivery system. A second epic biliary stent (the subject of MFR. Report # 3005099803-2023-03778) was used, however, it was difficult to advance through the scope, and the deployment catheter became buckled and kinked. The second stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different stent. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.